Event description:
It was reported that the customer had blood glucose levels of 46mg/dl and 66mg/dl. The customer stated that their insulin pump did not alarm to inform the customer that they were low. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.